Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported by the customer that she has been experiencing high blood glucose levels. The customer stated that the time on the insulin pump was 1 hour late because she did not change it for daylight savings time. The customer also stated she just adjusted her schedule to accommodate the 1 hour time difference. The customer further stated that she is using cold insulin when filling her reservoirs. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime, but failed the high pressure test twice. Nothing further was reported.